Manufacturer narrative:
The gore® cardioform septal occluder instructions for use states: adverse events associated with the use of the occluder may include, but are not limited to: thrombosis or thromboembolic event resulting in clinical sequelae; tia or stroke.

Event description:
It was reported to gore that on (B)(6) 2019 a 30mm gore® cardioform septal occluder was implanted to close a central atrial septal defect with no deficient rims. It was reported to the field associate on 6 january 2020 that the patient was brought to the hospital on (B)(6) 2019 due to thromboembolic stroke with abrupt hemiparesis of the right side of the body. It was reported the patient did not respond for a short time. Thrombus was observed on the device and the device was surgically explanted.

Manufacturer narrative:
H6: added additional method/results/conclusions codes. Imaging evaluation states: it was reported the physician implanted a 30mm cardioform septal occluder to close an atrial septal defect. The patient had an embolic event and transesophageal echocardiography presented an organized mass near the anterior inferior region of the left disc above the mitral valve. The patient was sent to surgery for removal of the occluder and surgical repair of the atrial septal defect. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.